Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced a syncopal event due to an unknown cause. Review of the device data did not identify any stored episodes. The conditional zone was reprogrammed in order to confirm if the patient experienced ventricular tachycardia. Additionally, the patient will have an implant loop recorder to identify any arrhythmias. No additional adverse patient effects were reported.